Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 after complaining of stomach pain. Upon examination of leads, it was noted that there was diaphragmatic stimulation on the right ventricular (rv) lead. Also, the rv lead failed to capture and had sensing problems. The physician performed a lead revision procedure on (B)(6) 2022 where the existing rv lead was repositioned appropriately. The patient was in stable condition before, during and after procedure.

Manufacturer narrative:
The reported events were diaphragmatic stimulation, failure to capture, r-wave amplitude variation and under sensing. The reported events of failure to capture, r-wave amplitude variation and under sensing were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2023 due to under-sensing and no capture threshold. The patient was in stable condition.